Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 21feb2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawers failed was noted to be confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: all drawers in the main were failed and not on bus inspected machine and found small cut in the main bus cable replaced main bus cable customer tested station satisfactorily visual inspection of the received pyxibus cable observed scrape markings and discoloration along an area on the cable; the wires were exposed along the discolored and scrape area the observed discoloration of the pyxibus cable insulation around the damaged area is indicative of excessive heat.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the station was not detected on bus. As per return part analysis, it was determined that scrape markings and discoloration found in the communication bus cable. There were no adverse events or injuries reported based on this incident.